Event description:
It was reported that a hole in the catheter was encountered. The patient presented with angina and underwent percutaneous coronary intervention. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during deployment, the stent balloon would not inflate. After removal, the device was inflated with a syringe and the saline shot through a hole in the catheter. The procedure was completed with a new stent. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the aware date as no information was provided.